Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on one of the two fuses on the power supply board of a 2008t hemodialysis (hd) machine. The biomed said the machine had been removed from service after powering off during a patient¿s hd treatment. The patient¿s blood was returned manually (no blood loss) and the treatment was ended early. The biomed said there were only twenty minutes remaining in the treatment, and confirmed there was no patient injury or harm due to the incomplete treatment. Upon evaluation of the machine, the biomed noticed that one of the power supply board fuses was broken open and blackened (or burnt). No damage was identified on any other components. The biomed stated the machine had 10,291 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed was able to fix the machine by replacing the entire power supply and the fuses. The machine was returned to service following the repair. No photos of the damaged fuse were provided for review. The biomed said they still had the sample and agreed that they would try to return it for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on one of the two fuses on the power supply board of a 2008t hemodialysis (hd) machine. The biomed said the machine had been removed from service after powering off during a patient¿s hd treatment. The patient¿s blood was returned manually (no blood loss) and the treatment was ended early. The biomed said there were only twenty minutes remaining in the treatment, and confirmed there was no patient injury or harm due to the incomplete treatment. Upon evaluation of the machine, the biomed noticed that one of the power supply board fuses was broken open and blackened (or burnt). No damage was identified on any other components. The biomed stated the machine had 10,291 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed was able to fix the machine by replacing the entire power supply and the fuses. The machine was returned to service following the repair. No photos of the damaged fuse were provided for review. The biomed said they still had the sample and agreed that they would try to return it for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, the complaint investigation found objective evidence indicating that a product problem occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.